Manufacturer narrative:
B3- date of event: unknown. H11: manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens, are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient lens opacity. The lens was explanted. The cause of the event was unknown.